Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep stated they had removal of the bilateral batteries, partial removal of the right lead, new lead and battery placed on the patient's left side.

Manufacturer narrative:
Medical devices: product ID 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type implantable neurostimulator. Product ID 3093-28, lot# v018604, implanted: (B)(6) 2007, product type lead.

Event description:
A patient reported via a manufacturer representative (rep) that the implant was no longer working, and she was symptomatic. The patient noted they only felt stimulation when she turned it up and the stimulation would immediately go away no matter how far up she went. The patient did not recall falling or anything other serious injury. The patient noted she lost 55 pounds after her chemotherapy for her bone marrow cancer. The rep noted they had check impedances in the past. The rep stated the left side was fine, but they were not feeling stimulation. The rep stated left stimulation was up to 6 with less than 0-12 months battery. The rep stated the right lead had impedances over 4000 on almost all electrodes pairs with reduced longevity of 0-6 months at 7 amps which the patient could not feel. The patient had impedances on the right, and had significantly decreased longevity. The patient was running 7 amps without feeling stimulation. The rep noted there was reprogramming attempted about a year ago. The patient noted the lead on the right side broke at the electrode level and had lead impedance over 4000. The rep noted the right lead was partial explanted. The rep stated there was removal of the bilateral batteries partial removal of the right lead, and new lead placed and battery placed on the patient¿s left side. It was noted the issue was resolved at the time of the report. The patient was implanted for gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event. See manufacturer's report 3004209178-2017-19572.